Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the nurse attempted to collect blood work and started an intravenous line to patient r's antecubital vein but was unsuccessful, writer removed cannula/needle and attempted to push up safety mechanism, but it did not go up. Patient r's index finger was poked with the same needle. There was minimal level of harm reported with some bleeding as a result of the event.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.